Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified high ise results. The service documentation revealed that the tubing to the buffer input was loose at the mix pot, there was no mention of a leak. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified loose buffer input tubing to mix pot which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The customer reported to have experienced an ongoing issue with ion selective electrode (ise) results running high. There was no report of death or serious injury.